Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken grip tip at the base of grip. A piece approximately 0.4680" x 0.2125" was found to be broken off. The broken piece was not returned. The complaint was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that after central processing the fenestrated bipolar forceps was missing a jaw/tip . It was last used the previous day during a partial nephrectomy procedure. At end of cases, nurses noted that instrument was intact. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the fenestrated bipolar forceps instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.